Manufacturer narrative:
The biomedical engineer reports that the nursing staff reported that they walked into a patient room and it was filled with smoke. The smoke was coming from the bedside monitor (bsm). There was physical damages noted cracked alarm indicator. No fluid intrusion. The device will not turn since the device smoked and a signs of smoke came appears to have come from the right panel and rear. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the nursing staff reported that they walked into a patient room and it was filled with smoke. The smoke was coming from the bedside monitor (bsm). No patient harm reported.

Manufacturer narrative:
On (B)(6) 2019, (B)(6), the (B)(6) hospital ((B)(4)) reported that the nursing staff walked into the patient's room, and found the room filled with smoke. The nurse saw smoke was coming out of the bedside monitor (main unit for bsm-6300a (10.4"), mu-631ra, sn:(B)(4)). This device was in use in this facility since (B)(6) 2012. The device was connected to the patient during the incident, but no patient harm was reported. This issue was reported to nka on (B)(6) 2019. The device was received at nka on (B)(6) 2019 and visual inspection was performed by repair center technician ((B)(6)) and quality engineer ((B)(6)). They found the device to have significant cracks on the front, rear enclosure, and alarm indicator and missing the battery door. The customer didn't know if the damages are related to the reported incident. There were also signs of sooting on different parts of the enclosure. The device was not opened or turned on the, because of safety concerns. Per customer, no liquid has been dropped or spilled on the device. The device was sent to nkc for further investigation on 07/08/2019 under (B)(4). Investigation result: the investigation result received from nkc on 07/10/2019 ((B)(4)). This incident occurred because the coin-cell battery (lithium manganese dioxide) which is attached to the mainboard and holds mu-631ra settings, date and time, has fallen out of its place due to the impact. The significant physical damages on the device are evidence of a strong impact on the device. When the coin battery contacted the shield chassis, the plus and minus shorted and generated heat. It is presumed that the coin battery that has generated heat has burned the rear enclosure. The nka and nkc device history records were reviewed to make sure the device was within specification at the time of customer use. According to the nka DHR, there is one more incident which was reported on (B)(6) 2018 regarding a broken display, and this proves that the customer was abusing the device. This device will be scrapped in (B)(4). Corrected information: approximate age of device: incorrectly calculated.

Event description:
The biomedical engineer reports that the nursing staff reported that they walked into a patient room and it was filled with smoke. The smoke was coming from the bedside monitor (bsm). No patient harm reported.